Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on the in-house da vinci robot system and driven without any problem. The instrument passed recognition and engagement test. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were 0.060 - 0.120 in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, it was noted that the prograsp forceps instrument did not open, instrument was not used in case. No patient harm, adverse outcome or injury was reported.